Manufacturer narrative:
One device was received for evaluation in used condition. As received the spring valve was observed to be lodged inside the pilot balloon. Inspection of the inside of the pilot balloon showed unknown residuals. Additionally, two tears were observed in the pilot balloon. The deformation on the tears were uneven. The complaint of 'pilot line spring valve pushed into the valve' was confirmed. The probable cause is due a twisting motion or excessive force was applied to the inflation valve when attaching the syringe, which advanced the valve down into the balloon. Device history review (DHR) found there were no non-conforming material reports (ncmrs) initiated for the lot or anomalies identified in the DHR.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pilot line spring valve was pushed into the valve, and it was difficult to access for inflation/deflation/cuff pressure checks. The trach was changed out for new one. There was a patient involvement, however there was no patient harm/adverse event reported.